Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:02:21. During night drain cycle one, the patient's ultrafiltration reading was 1773ml, indicating the home patient (hp) drained 1773ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. There was no non-conforming product found during sample analysis that was related to the reported issue. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm during initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.